Manufacturer narrative:
Batch review performed on 03 october 2022: lot 2111800: (B)(4) items manufactured and released on 16-sept-2021. Expiration date: 2026-09-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Additional involved implants: batch review performed on 03 october 2022 on ball heads: mectacer 01.29.204 biolox delta ceramic ball head 12/14 ø 32 size s -4 (k112115) lot. 2113859: (B)(4) items manufactured and released on 16-dec-2021. Expiration date: 2026-12-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At 2 months from primary the surgeon performed a washout and revised the head and liner. The surgery was completed successfully.